Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by leaving the pump connected to a functioning outlet for at least 30 minutes using the original charging supplies, and no further assistance was required.